Event description:
It was reported that the patient experienced a coronary artery spasm with a drop in blood pressure and st-t segment depression. During a pulse field ablation (pfa) procedure a farawave catheter was used. When ablating in the left atrium (la) there was a sudden drop in the patient's blood pressure and the electrocardiogram (ECG) showed st-t segment depression in leads v1-v3. Angiography was performed and indicated a right coronary artery spasm had occurred. The patient was given an intracoronary injection of nitroglycerin to resolve the complications. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned due to disposal, we have determined that the vasospasm, st segment depression, and hypotension are known inherent risks with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return due to disposal; therefore, a technical analysis of the complaint device could not be completed. Labeling review: review of the instructions for use confirmed that vasospasm, st segment depression, and hypotension are addressed as a potential procedural complication when using the farawave catheter. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave catheter device confirmed that the event of vasospasm, st segment depression, and hypotension are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave catheter device is acceptable. Investigation conclusion: based on the information provided, the reported event of vasospasm, st segment depression, and hypotension are known inherent risks of the farawave catheter. As stated by the instructions for use, "potential adverse events associated with use of the farawave catheter includes, but are not limited to: hypotension, vessel trauma, including: vasospasm." There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the patient experienced a coronary artery spasm with a drop in blood pressure and st-t segment depression. During a pulse field ablation (pfa) procedure a farawave catheter was used. When ablating in the left atrium (la) there was a sudden drop in the patient's blood pressure and the electrocardiogram (ECG) showed st-t segment depression in leads v1-v3. Angiography was performed and indicated a right coronary artery spasm had occurred. The patient was given an intracoronary injection of nitroglycerin to resolve the complications. The procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.